Event description:
It was reported that during implant, the rv to svc and svc to can vectors were not giving any measurements during testing. The rv can vector showed nominal impedance. This device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of impedance anomaly could not be confirmed in the laboratory. The device was tested on the bench and our automated testing equipment. The devices functionality met all test specifications and no anomalies were found. The cause of the anomaly could not be determined.